Event description:
The customer originally contact olympus and reported to olympus the distal cover came off in the patient's airway at the bifurcation. A laryngoscope was used to retrieve the distal cover. These events have been reported in (B)(6) : tjf-q190v, 2022707 and (B)(6) : maj-2315, h1x08. The customer also reported there was a separate incident where the technician was putting on the cap and she realized the perforation line on the cap was already torn. This event will be reported in (B)(6). A physician also reported to the facility, 'this issue is happening at other facilities as well.' Multiple attempts have been made to clarify 'this issue' but the customer has not responded. Therefor, it is unknown if this is involving other patients and the cap falling off in the airway or the cap breaking at the perforation line when attaching to the endoscope before use. This report is for (B)(6) for the endoscope.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2429304 - 2022 - 00039.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation new information added to the following fields: h6, h10. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following: a) the cover was attached inappropriately. B) the cover had crack and/or pinhole. C) chemical solutions such as anti-fog agent adhered to the cover, which caused the cover to break. D) temporary irregularity such as adhesion of foreign material to the distal end occurred after scope inspection of prior to use. E) physical stress was applied to the distal cover after it was attached to scope and inspected. F) unexpected stress such as friction by twisting, pushing, and pulling distal cover in body cavity was applied to the distal end during procedure. The instructions for use caution against the event: ¿important information ¿ please read before use: precautions: - never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. - never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. / damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover.¿ olympus will continue to monitor field performance for this device.